Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer failed due to temperature error warning (usacquisitionhw_31) when it was connected to the ultrasound system. There was no procedure being performed when the error occurred; therefore, there was no patient involvement. The transducer was taken out of service. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer having an acquistion 31 error. The transducer was returned, and an investigation was performed. The system error was reproduced. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)